Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer treated the high blood glucose with the insulin pump, but level was not going down and the insulin pump did not alarm. It was stated that the customer was taken to the hospital because was feeling lightheaded and experienced high blood glucose of 24 mmol/l. The infusion set was changed in the afternoon while being in the hospital. It was stated that the customer received a no delivery alarm and the hospital staff tested the device. Customer wants to have the insulin pump replaced. Current blood glucose was 18 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no unexpected no delivery alarm noted. The unit had a small crack on the display window, cracked case at display window corner and a small crack on the reservoir tube lip.